Event description:
It was reported that inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal resulting in the patient being hospitalized. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.